Manufacturer narrative:
Insulin pump powered up properly and no blank display noted. Insulin pump received with normal operating currents. No damage was found on the lcd isolation tape during visual inspection. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump received with scratched reservoir tube window.

Event description:
Customer reported via phone call that the device alarmed a low reservoir alarm then completely lost power. Device had a blank display. Customer's blood glucose was 539 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.